Manufacturer narrative:
Concomitant medical products: product ID neu_adaptor_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported a hematoma in a blood vessel occurred directly above the adapter placement position in the patient¿s occipital area with the deep brain stimulator (dbs) implant. It was not determined whether or not the hematoma was caused by the lead. An operation was scheduled for (B)(6) 2016. The hematoma was to be removed using an electric scalpel. An x-ray was not taken and it was unknown if there was any telemetry data available. The issue was not resolved at the time of report. The patient was hospitalized at the time of report due to the hematoma. Additional information received reported the procedure was performed 12 days later for evacuation of the hematoma. The hematoma type was foreign-body hematoma. The doctor considered that the dbs adapter caused the hematoma and a dbs system explant was not necessary at the time of report. If infection and/or hematoma occurred in the future, the doctor would consider explanting the dbs system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.